Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? What healthcare professional fired the device and what is his/her experience with the device? Were there any issues in regard to device performance at all during the surgical procedure? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the green checkmark visible at the end of the firing? Was there any difficulty removing the device? Was a complete transection of the white breakaway washer visually confirmed? How was leak identified? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape. How was the leak addressed? Was the tissue ischemic? Why does the surgeon believe the leak is associated with the circular stapler? Were there other contributing factors to include patient tissue condition to include ischemia? What is the current status of the patient?

Event description:
It was reported that following a sigmoidectomy, on post operative twelve days the patient was brought back to the operating room for an anastomotic leak. The rep noted that during the original procedure the device fired properly, the staples deployed properly and the donuts were complete. However, the surgeon felt that the leak was due to the stapler.

Manufacturer narrative:
Product complaint (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? What healthcare professional fired the device and what is his/her experience with the device? Dr. (B)(6), third time using the device. Were there any issues in regard to device performance at all during the surgical procedure? No issues. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? She dialed it down to the middle, waited 30 seconds, dialed it down a bit more and fired. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? She waited 30 seconds. Was the green checkmark visible at the end of the firing? Yes. Was there any difficulty removing the device? No was a complete transection of the white breakaway washer visually confirmed? Yes how was leak identified? Post-op. Were there any issues noted wit staple formation at any point throughout the care of the patient? If so, please describe the shape. No issues noted. How was the leak addressed? Not sure. Was the tissue ischemic? No. Why does the surgeon believe the leak is associated with the circular stapler? Due to the patient tissue being good and no other explanation. Were there other contributing factors to include patient tissue condition to include ischemia? Don¿t know. What is the current status of the patient? Don¿t know.